Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. The complaint of "injuries occurred at their lab while the site was loading the bd max racks" was reported against the bd max instrument catalog number 441916, serial number (B)(4). The complaint was unable to be confirmed by bd engineering. The investigation consisted of a review of the information supplied by the customer to technical service, a review of the service records / installed products at the customer site, and a review of related instrument complaint trending data. The root cause of the problem was unable to be determined as the customer did not provide specific information pertaining to the injuries, treatment required, and job duties of the injured user. The customer workflow is unknown; there are many possible utilizations of the max due to the ability to run different number of samples and interleave runs in progress. It cannot be confirmed that the ergonomic injury was directly caused by the use of the bd max system. Furthermore, instrument utilization and lab workflow are determined by the customer. However, difficulty loading and unloading the bd max sample rack is known to be a user annoyance. The sample rack tube holding mechanism is currently undergoing a design change for compatibility with an upcoming change to sample buffer tubes caps. As a result, loading the rack will become easier. No new trends, risks, or hazards were identified as a result of the complaint as it could not be confirmed. Bd quality will continue to closely monitor for trends with associated problems. A customer complaint was received regarding ergonomic related injuries allegedly occurring during the use of the bd max system. The customer site has 4 bd max systems installed, serial numbers (B)(4). Three of the systems have been in use for more than three years, and one instrument was recently installed in september 2019 ((B)(4)). The customer is known to use the enteric parasite panel assay. The customer complained of discomfort, specifically during unloading of the bd max sample racks. The symptoms reported by users included the following: pain (numbing in forearm, pain radiating to neck). Right index finger soreness. Tenderness, stiffness, tingling on left thumb. Pain and slightly swollen fingers. Wrist, hand discomfort felt from different aspects of processing of enteric pathogen panel. Pain radiating to wrist, arm and shoulder. Fingers tingling sensation and shoulder pain. The medical treatment and diagnosis of the complaining users is currently unknown. The customer was contacted for additional information multiple times but none has been provided. The complete job duties of the users are also unknown, as is the frequency in which rack loading / unloading typically takes place for their specific workflow. The bd max system has a flexible workflow that allows a user to process different quantities of samples, as well as interleave runs (perform sample preparation on a secondary run while the initial run is performing pcr). The system flexibility inherently makes the number of runs and time spent loading/unloading racks dependent upon user inputs. According to service records, this specific customer is known to have four bd max instruments onsite. Based on the time to results for the enteric assay (~163 minutes), it is estimated that full utilization of all four instruments would require nearly constant manual processing of sample racks (assuming one user is maintaining the workflow of all four instruments). The unloading force of a sample buffer tube (sbt) has been determined to be 4-20lbs, with an average of 12.6lbs, when using a septum cap as prescribed (see design characterization study "max rack pushout force testing"). Over-labeling the sample buffer tube may increase this force. It is unknown if the customer applies additional labels to the sbt. Lab workflow, utilization of the instrument, and appropriate staffing are customer responsibilities; thus the complaint cannot be confirmed. The loading and unloading of the bd max sample rack is known to be a source of customer annoyance with low severity (see baltrm-maxinst-aph rev 14, line hw41). Although the complaint was not confirmed as the cause of the user injury, minor nonpermanent injuries are considered s3 throughout the hazard analysis. However, a change is currently being implemented to update the sample buffer tube holding mechanism for compatibility with the upcoming release of the re-sealable septum cap. See change control (B)(4). As a result of the change, the forces required for loading and unloading the rack will be reduced. Internal user feedback has shown that the new design is preferred. Complaint trend data was reviewed. Less than one complaint per month is reported pertaining to "stuck tubes / tight rack", which is trended under the level 1 code "workflow problem". This was the only complaint pertaining to rack difficulties received within the past 4 months. Alert and action levels for "workflow problem" are 49 / 59, respectively. No trends have been detected. Bd quality will continue to closely monitor for trends with associated problems.

Event description:
It was reported that while using a bd max¿ instrument, multiple injuries occurred while the site was loading the bd max racks. The symptoms reported by users included the following: pain (numbing in forearm, pain radiating to neck). Right index finger soreness. Tenderness, stiffness, tingling on left thumb. Pain and slightly swollen fingers. Wrist, hand discomfort felt from different aspects of processing of enteric pathogen panel. Pain radiating to wrist, arm and shoulder. Fingers tingling sensation and shoulder pain. The medical treatment and diagnosis of the complaining users is unknown. The customer was contacted for additional information multiple times but none has been provided.